Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with under-sensing of p-waves on stored electrograms. Lead trends observed chronically small p-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was both undersensing and oversensing noted on the ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.